Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "plastic" foreign matter was found on the tip of the bd insyte¿ autoguard¿ bc shielded IV catheter's needle. The following information was provided by the initial reporter, translated from (B)(6) to english: "fm (plastic) found on the tip of the needle."

Manufacturer narrative:
H.6. Investigation: eer inspected the sample for evaluation. Bd received one insyte autoguard bc unit in an opened package from lot number 8298609. Upon the visual inspection of the unit, the defect of foreign matter was confirmed as a foreign matter was observed at the tip of the needle. Further testing revealed the foreign matter to be a clear, hard material. Ftir analysis identified the material as atactic polypropylene mixed with silicone. Catheters are lubricated with silicone, so its presence on the spectrum was expected. Polypropylene is a known material in our needle covers and adapter. As previously stated, the reported issue was confirmed however due to the packaging being opened, bd was unable to provide a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that "plastic" foreign matter was found on the tip of the bd insyte¿ autoguard¿ bc shielded IV catheter's needle. The following information was provided by the initial reporter, translated from french to english: "fm (plastic) found on the tip of the needle".